Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the mandrel/stylet and protective sheath could not be replicated in a testing environment because the components were not returned for analysis. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported tip tear was confirmed; however, the reported failure to deflate could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet, protective sheath, or failure to deflate; however, the reported difficulty removing the device from the anatomy, tore tip and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that can contribute to difficulty removing the mandrel/stylet may include, but not limited to, damage during protective sheath removal, removal technique or mishandling. Possible factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. Additionally, possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported difficulty removing the device from the mandrel/stylet, protective sheath or failure to deflate could not be determined. Furthermore, it was reported that difficulty was experience during attempts to remove the balloon, likely due to the balloon being removed inflated, as difficulty was encountered, and subsequently the distal tip of the balloon dilatation catheter (bdc) tore. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: negative was held for at least 20 seconds with recurrent pulls negative. The inflated balloon was pulled into a 7f sheath with resistance, at which point the distal tip of the device was torn, and the marker bands were noticed in the guide tip, however the device was remove from the anatomy without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, 70% stenosed lesion in the circumflex (cx) artery. During preparation of a 2.50x15mm trek balloon dilatation catheter (bdc), difficulty was experienced when removing the stylet and protective sheath, however, the device was advanced to the lesion. The balloon was inflated up to two times, at 18 atmospheres (atm), however the balloon completely failed to deflate even after detaching the inflation device and pulling negative. The inflated balloon was pulled into a 7f sheath and remove from the anatomy. No replacement device was used. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.